Event description:
A surgeon reported that two patients (married couple) underwent uneventful bilateral intraocular lens (iol) implant surgery with multifocal iols implanted for refractive purposes due to slight hypermetropy and presbyopia. Information was received for the male patient which indicated that shortly after surgery he did not feel comfortable with his vision. He reported that metallica objects were glittering and halos were seen around illuminants. He could not see the computer screen clearly, and reading was only possible with the use of strong light and high contrast text. Additional information has been requested. There are four medical device reports associated with this event. This report is for the male patient, left eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to properly complete and investigation. Additional information has been requested. A completed questionnaire has not been received. (B)(4).